Manufacturer narrative:
The complaint has been visually verified and the root cause was most likely associated with the device coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge, a surgical site or gain access to tissue can also cause this type of failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a super multivac 50 wand, the metal end plate dislodged while inside the surgical site. The surgeon attempted to retrieve the plate with a grabber under x-ray guidance, but ultimately abandoned the detached piece in the surgical site. There were no patient complications reported as a result of this event.